Event description:
International affiliate reports: revision posterior lumbar fusion: performed by dr (B)(6) on (B)(6) 2014, contributed by patient on steroid injections. Primary: l5s1 plf - performed by same surgeon at same hospital on (B)(6) 2013. Patient details: (B)(6). Female. Dob: (B)(6) 1952. No photos or reports.

Manufacturer narrative:
The exp di fang screws 7.00mm was returned for evaluation. Visual inspection revealed that the screw broke at the screw shank neck as well as having a loose saddle. Fracture analysis found evidence of fatigue. A review of the device history record found no issues that could have caused or contributed to the reported event. Trend analysis found no related complaints. The root cause cannot be positively determined however it most likely due to fatigue. No issue identified in the manufacturing or release of this screw. No systemic trend was observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.